Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a concomitant pulse field ablation with watchman procedure to treat atrial fibrillation, a farawave catheter was selected for use. At the tenth pulse, it was noticed that the pressure flush bag that was connected to the farawave catheter was flushing faster than normal. The line was checked, and it was found that the handle of the farwave catheter was leaking fluid on the table. No air was visible in the sheath nor the patient. No error messages were displayed. The rep suggested to remove the catheter and grab a new catheter, but the physician opted to use the original catheter to finish the case. After the procedure was completed, the catheter was removed. The procedure was completed with the original device. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a concomitant pulse field ablation with watchman procedure to treat atrial fibrillation, a farawave catheter was selected for use. At the tenth pulse, it was noticed that the pressure flush bag that was connected to the farawave catheter was flushing faster than normal. The line was checked, and it was found that the handle of the farwave catheter was leaking fluid on the table. No air was visible in the sheath nor the patient. No error messages were displayed. The rep suggested to remove the catheter and grab a new catheter, but the physician opted to use the original catheter to finish the case. After the procedure was completed, the catheter was removed. The procedure was completed with the original device. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that there was not any visible damage to the luer. The fluid was leaking out of the actual handle.